Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("it broke/retained essure"), device dislocation ("malposition of essure device location of device: coil doubled upon itself"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included endometriosis and adenomyosis. Concomitant products included cyclobenzaprine, ibuprofen, metronidazole and promethazine. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ((vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("left ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgical removal of coils), surgery (removal of essure coils) and surgery (pelvic surgery on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia, adnexa uteri pain and vulvovaginal pain had not resolved and the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered adnexa uteri pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: both of them(coils) were believed to be removed completely. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet- she was not recovered from the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it broke/retained essure"), device dislocation ("malposition of essure device location of device: coil doubled upon itself"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ((vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("left ovary pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (surgical removal of coils), surgery (removal of essure coils) and surgery (pelvic surgery on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, adnexa uteri pain and vulvovaginal pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: both of them(coils) were believed to be removed completely. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, events-device breakage, abnormal bleeding (vaginal), menorrhagia, malposition of essure device location of device: coil doubled upon itself, left ovary pain, vagina pain, essure confirmation test not conducted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it broke/retained essure'), device dislocation ('malposition of essure device location of device: coil doubled upon itself / 3 coils extends'), salpingitis ('salpingitis') and pelvic pain ('chronic pelvic pain') in a 45-year-old female patient who had essure (batch no. 626624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included endometriosis, adenomyosis, abdominal cramps, ache, bloating, back pain, uterine pain, vasectomy, muscle pain and uti. Concomitant products included cyclobenzaprine, ibuprofen, metronidazole and promethazine. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), migraine ("migraines") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ((vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("left ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2012, removal of essure coils and surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, salpingitis, pelvic pain, genital haemorrhage and migraine outcome was unknown and the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia, adnexa uteri pain and vulvovaginal pain had not resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: both of them(coils) were believed to be removed completely. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: mild mucosal thickening of the proximal small intestine, possible enteritis or enterography. Fluid is present within the small intestine, without evidence of bowel obstruction. 2.5 cm right adnexal cyst.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received: event salpingitis was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("it broke/retained essure"), device dislocation ("malposition of essure device location of device: coil doubled upon itself"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included endometriosis and adenomyosis. Concomitant products included cyclobenzaprine, ibuprofen, metronidazole and promethazine. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). In july 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ((vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("left ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgical removal of coils), and surgery (pelvic surgery on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia, adnexa uteri pain and vulvovaginal pain had not resolved and the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered adnexa uteri pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: both of them(coils) were believed to be removed completely. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it broke/retained essure'), device dislocation ('malposition of essure device location of device: coil doubled upon itself / 3 coils extends'), salpingitis ('salpingitis') and pelvic pain ('chronic pelvic pain') in a 45-year-old female patient who had essure (batch no. 626624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included endometriosis, adenomyosis, abdominal cramps, ache, bloating, back pain, uterine pain, vasectomy, muscle pain and uti. Concomitant products included cyclobenzaprine, ibuprofen, metronidazole and promethazine. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ((vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("left ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2012, removal of essure coils and surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, salpingitis, pelvic pain, genital haemorrhage and migraine outcome was unknown and the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia, adnexa uteri pain and vulvovaginal pain had not resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: both of them(coils) were believed to be removed completely. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: mild mucosal thickening of the proximal small intestine, possible enteritis or enterography. Fluid is present within the small intestine, without evidence of bowel obstruction. 2.5 cm right adnexal cyst.. Lot number:626624 manufacturing date:2008/02 expiration date:2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it broke/retained essure'), device dislocation ('malposition of essure device location of device: coil doubled upon itself / 3 coils extends') and pelvic pain ('chronic pelvic pain') in a 45-year-old female patient who had essure (batch no. 626624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included endometriosis, adenomyosis, abdominal cramps, ache, bloating, back pain, uterine pain, vasectomy, muscle pain and uti. Concomitant products included cyclobenzaprine, ibuprofen, metronidazole and promethazine. In july 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ((vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("left ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2012, removal of essure coils and surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, genital haemorrhage and migraine outcome was unknown and the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia, adnexa uteri pain and vulvovaginal pain had not resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: both of them(coils) were believed to be removed completely. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: mild mucosal thickening of the proximal small intestine, possible enteritis or enterography. Fluid is present within the small intestine, without evidence of bowel obstruction. 2.5 cm right adnexal cyst.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Lot number added. Reporter information, medical history were added. Event genital bleeding was downgraded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On the same year, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2012). At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.